Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier.evaluation devices were returned for evaluation. The rod was heavily bent in multiple locations and there were several areas where notching of the rod was observed. It's not possible to determine if the notching was a result of bending the rod intra­ operatively or if it occurred during removal. Notching of the rod could result in stress concentrations that could impact the integrity of the rod over time. However, it is not possible to determine the exact cause of the reported issue.

Event description:
It was reported that the tulip detached from the screw and the rod fractured post-operatively requiring revision surgery.